Manufacturer narrative:
Event was inadvertently reported. Event is a not reportable event.

Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Tandem technical support advised the caller to update their pump software.